Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h.6

Event description:
Healthcare professional reported capsular contracture baker grade iii. Healthcare professional later reported "physical changes in the breast (slight asymmetry and a dimple in the breast). This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿capsular contracture: unable to observe as it is not related to the manufacturing. Process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a3a, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Healthcare professional later reported "physical changes in the breast (slight asymmetry and a dimple in the breast). This record is for the left side. The device remains implanted.